Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. The reported poor image resolution could not be replicated in a testing environment as it was related to procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched cannot be determined. The reported poor image resolution was associated to imaging was very poor. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted without issues and advanced to the mitral valve. However, while attempting to grasp the leaflets, difficulties visualizing the clip occurred, and one gripper was not functioning as intended. Troubleshooting was performed, but the issue continued. Therefore, the clip was removed from the patient. Once the device was removed from the patient, the gripper was tested, but the issue continued. The procedure was discontinued. The mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.